Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after two dental implants were installed in intraoral regions #21 and #20, it was verified their non-osseointegration. The patient presented bone type iii and immediate load was not performed.